Event description:
Reporter indicated the patient's vns generator and partial lead were explanted, but the lead electrodes were left in place. Several weeks after the (B)(6) 2011 vns generator replacement surgery, the generator site became reddened and an infection was suspected. Oral antibiotics were prescribed. After 2 weeks of antibiotics, there had been no improvements. The infection was felt to be due to the "foreign body of the device" per the reporter. After explant surgery, the patient was put on additional antibiotics. Additionally, the patient did receive preoperative antibiotics prior to the (B)(6) 2011 generator replacement surgery. The patient was seen on (B)(6) 2012, and no pus, edema, or erythema was present and the incisions were healing well. The patient is currently off of antibiotics. The patient lives in a group home and is very uncoordinated, spastic, and cannot care for himself.

Event description:
Additional information was received that the patient was going to get vns re-implanted. Re-implant occurred as planned on (B)(6) 2015.

Event description:
Reporter indicated a patient had an infection, and that the patient's vns device was explanted due to the infection on (B)(6) 2012. It was unclear if the generator and lead had both been explanted, or just the generator. The patient had previously had vns generator replacement surgery performed on (B)(6) 2011. Attempts for further information are in progress.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided. Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.